Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine follow-up. During the follow-up, it was noted that the lead was fractured. On (B)(6) 2018 the lead was capped and replaced. The patient was in stable condition prior, during, and after the procedure.